Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of a device opened by the account. The instrument was received partially fired with nine clips remaining. Visual inspection of the instrument noted that one of the jaw legs was out of position. The cam on the jaw leg was not aligned with the driver. Functionally, the jaw leg was reset by aligning the cam with the driver. The instrument was then applied to test media. The remaining clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. The interlock engaged after all clips were dispensed to prevent the jaws from approximating. Replication of the observed jaw leg condition may occur by moving the jaw legs upward and outward with respect to the other leg (when viewed looking straight into the barrel of the instrument), when the handle is at rest. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
During a video-assisted thoracoscopic lobectomy surgery, the surgeon squeezed the handle to fire but the clipping function did not work. There was patient involvement but no patient injury. No medical intervention was required. The product was tested prior to use.